Event description:
It is reported that the patient was undergoing total hip replacement. A screw was being placed into the acetabular shell of the prosthesis. The tip of screwdriver being used broke off in the head of the screw and was unable to be removed.

Manufacturer narrative:
Evaluation summary: it is possible that repetitive use lead to a torsional failure. Sem analysis of the screw driver determined that the screw driver fractured during overload. However, it is not known if bending loads were applied to the screwdriver head during use which would be in violation of the intended use of the screwdriver. Additionally, it is unknown if a large lever arm was fixed to the device to achieve greater torsional forces than can be achieved by hand. Given the available information, it is probable that the screwdriver failed in torsion after repetitive loading cycles. However, it is not possible to rule out possible misuse of the device. Evaluation codes: as returned, the hex head of the screwdriver has fractured off the device and was not returned for review. Aside from the fracture, the instrument appears to be in fairly good shape given that the field age is approximately 21 years. The instrument was found to meet print specifications where it could be measured and the device history records are conforming, meaning the instrument was manufactured inspected and packaged to specification.